Event description:
Swelling at treatment sites; firmness at treatment sites (induration). Report received from a physician in 2004 regarding a pt, with a history of "very sensitive skin", no known allergies and no history of autoimmune disease, and who was taking retin-a once a week (no indication provided). The pt was treated with restylane and botox (sites not provided) in 2004 and experienced redness at the botox needle injection sites. The pt received injections of hylaform 5 months later to the bilateral nasolabial folds, glabella, and chin. At the same visit the pt also received injections of botox (sites not provided). About one month later the pt developed swelling and firmness at some of the treatment sites (not specified), and was seen by the physician 2 months later. Zyrtec (dose not provided) was prescribed for the swelling. At the time of the report, the pt had not yet recovered. The physician considered the event as related to the use of hylaform. Additonal information was recieved from the physician in 2005. The swelling at the treatment resolved (no date proivded), and the status of the firmness at the treatment site was not known. Zyrtec was prescribed for the pt for the swelling in 2004. The pt saw a private physician the following day and was given a steroid dose pack. Qa investigation results: production and quality control documentation for lot # r0403 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.